Event description:
It was reported that the device would lock up after being powered on. The device did not have the ability to deliver defibrillation energy, if needed. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio replaced the digital integrated circuit, designator u28 and then observed proper device operation through functional and performance testing. The device was then returned to the customer for use.